Event description:
It was reported that during use, at the disconnect appointment the medication cassette was empty, but the screen read that there was 40 hours of infusion remaining. It was noted that the air detector and upstream sensors were on, and the pump was used to prime the extension tubing. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.